Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7249893, medical device expiration date: 08/31/2022, device manufacture date: 09/06/2017; medical device lot #: 7272835, medical device expiration date: 09/30/2022, device manufacture date: 09/29/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a fluid residu inside the syringe. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record (DHR) review for batch 7249893 (p/n 300912) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7249893 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.